Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV, diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening on the anterior side assessed as surgical impact opening. The shell thickness was within specification. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV, diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan brand.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV, diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Continued e1 phone numbers: +(B)(6) and fax: +(B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV, diagnosed via ultrasound and palpation. The device has been explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08/aug/2024.